Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 560 mg/dl. The customer experienced vomiting, high ketones and headaches. The customer has been experiencing high blood glucose levels for (B)(6). The customer changed the infusion set several times, but continued to experience elevated blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.